Manufacturer narrative:
N/a. It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 23 mm navitor valve was implanted. On an unknown date, the patient was noted to have passed away due to aortic injury.

Event description:
Subsequent to the previously filed report, additional information was received: it was reported that on (B)(6) 2025, a 23mm navitor valve was implanted. The patient had mostly fibrotic aortic stenosis and obstructive cardiomyopathy. There was no difficulty noted during the procedure, no allergy known to metal, no angulated or horizontal aorta, no oversized prosthesis nor dilated aorta, and no pre- or post-dilation was required. Three weeks post procedure, the patient began complaining of continuous chest pain. A CT scan was performed and showed that the patient had suffered an aortic wall rupture due to the pad going through the aortic wall. Shortly after the CT scan, the patient went into sudden cardiac dissociated arrest and an immediate pericardiocentesis was performed, but there was poor drainage. The patient passed away due to the aortic injury.

Manufacturer narrative:
The device was not returned for analysis. An event of implant-related tissue damage-aortic perforation was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported implant-related tissue damage-aortic perforation was due to the pad going through the aortic wall. The cause of the reported death was due to the aortic injury. The reported hypotension was a cascading effect of aortic injury. The cause of the reported pericardial effusion could not be determined. The reported hospitalization and unexpected medical intervention were a result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device. Codes removed: h6 health effect-clinical code: 4580 insufficient information. H6 medical device problem code: 2993 adverse event without identified device or use problem. Codes added: h6 health effect-clinical code: 3271 pericardial effusion, 1914 low blood pressure, 2001 perforation. H6 health effect - impact code: 4607 hospitalization, 4641 unexpected medical intervention. H6 medical device problem code: 2682 patient-device incompatability.